Manufacturer narrative:
Date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the inflatable penile prosthesis (ipp) could not fully deflate. The physician tried to cycle the device and it did inflate more but would not fully deflate. A revision surgery was performed to replace the device. There were no patient complications.